Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed extensive troubleshooting, and replaced multiple parts including the mixer and cuvette drying tip. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. A review of the instrument service history revealed no additional discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. Tracking and trending for the mixer and cuvette drying tip did not identify any trends. Tracking and trending for the architect c8000 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the mixer, cuvette drying tip, or the architect c8000 processing module for serial (B)(6) was identified.

Manufacturer narrative:
No further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated lactate dehydrogenase (ldh) result generated on the architect c8000 processing module after the physician questioned the result. The following data was provided (reference range: 125 to 220 u/l): (B)(6) 2020 sid (B)(6) initial result = 1179 u/l, repeat the following day = 322 u/l, repeat on another architect = 337 u/l. A new sample was drawn: sid (B)(6) initial result = 169 u/l. A new sample was drawn again with an initial result = 183 u/l. No impact to patient management was reported.